Manufacturer narrative:
Concomitant products: 6935m62 lead implanted (B)(6) 2014. Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Battery analysis revealed that the sharp decrease in the voltage of the device battery was due to a cathode particle short. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of discomfort in their armpit because of the location of the cardiac resynchronization therapy defibrillator (crt-d). A pocket revision was performed. The physician elected to replace the device during the procedure. The device subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.